Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 132 mg/dl. Customer also reported a calibration error. Customer was just sitting at his deck at work. The device was not exposed to a strong magnetic field. Customer uses the sensor feature. He was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.